Event description:
It was reported that the pacemaker paced in bipolar, but not in unipolar mode. Because of this, the device was explanted. No patient complications have been reported as a result of this event.